Manufacturer narrative:
The device was not being used for patient treatment at the time the fault was noted. The subassembly involved was an air separator assembly, which was found to be leaking to atmosphere from the seam. With the cessation of all manufacturing activities in december of 2002, gambro renal products is no longer a medical device manufacturer. Eval results: the clinic requested equipment service after noting a leak to atmosphere from the air separator assembly. Gambro technical services (gts) confirmed the leak, noting that it originated from the seam of the assembly, the air separator was replaced but was not returned to the manufacturer for failure investigation. The failure mode was diagnosed in the field, however, allowing the manufacturer to reach a reasonable conclusion. No patient involvement was reported.

Event description:
The clinic requested equipment service after noting a leak from the air separator. Gambro technical services (gts) diagnosed a leak from the seam of the air separator. The assembly was replaced but was not returned to the manufacturer for failure investigation. The failure mode, however, was diagnosed in the field, allowing the manufacturer to reach a reasonable conclusion. No patient involvement was reported.